Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion breaching outer insulation and exposing outer coil due to friction to another device or feature of the heart noted at 6.2 cm to 6.8 cm fro the distal tip. All five filars of the inner coil were fractured in the helix region.

Event description:
This report is to advise of an event observed during analysis.